Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that it took 20.5 hours to charge her implant. The patient said she started charging the night prior to the report and did not finish until today. The patient then mentioned that charging the controller took her 17 hours as well. The patient said this was the second time she charged and the first time she charged was very fast. The patient said this time was very slow. The patient mentioned she puts the antenna directly over her skin and not over any heavy clothing. On the call the patient started a charging session and saw excellent recharge quality right away. It was recommended the patient charge the ins to 100% to increase time between charges. It was reviewed not to keep unlocking the controller to check how much her implant has charged. The patient was going to charge her implant when it depletes and take note of how long it takes and to call patient services back if necessary. No symptoms or further complications were reported.